Event description:
During the publication review, zoll circulation became aware of a letter to editor published in resuscitation (journal of 15, june 2010; copyright 2010, elsevier ireland ltd.). The author evan lau discusses an intravascular cooling procedure (using a 9.3 fr, 45cm quattro zoll catheter, used in a (B)(6) man with a history of drug and alcohol abuse. As indicated by the author, after completion of the cooling procedure, it was discovered that the patient had a right femoral vein thrombosis, despite the use of subcutaneous heparin prophylaxis. Contrast injection during filter placement showed a large thrombus in the inferior vena cava, below the level of the renal veins. The patient proceeded with coronary artery bypass and his convalescence was unremarkable. The patient neurologically recovered after the protocol was completed. The author indicated this is the first report of an ivc thrombus found after the use of an intravascular cooling catheter and that in this case, it is not certain, the ivc thrombus is a consequence of the cooling catheter, however, the location was suggestive.

Manufacturer narrative:
The following additional details were acquired during investigation: patient was alive as of (B)(6) 2010. An icy intravascular catheter was used on the patient (for 2 days) as part of treatment. Deep vein thrombosis (dvt) is a common complication with any intravascular catheter therapy. The use indications for icy catheter includes dvt (deep vein thrombosis) as a potential complication. We are unable to determine, the root cause of this injury since the device and patient care reports are not available for further investigation.